Event description:
It was reported that patient contact on 7-7-08. Patient reports ceramic on ceramic squeaks and clunks. She does not experience pain but notes noise during weight bearing activities. She has been to see her surgeon about the noise, and reports she will see him in the end of july for a fluoroscopy.

Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.